Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing the 'locator screen' while trying to recharge the ins, and was unable to get to the normal charge screen. It was noted that the patient had been able to use the controller alone since implant. The patient lost stim a week prior to the report and tried charging but was unable to get past the locator screen. The rep was getting 80s to high 90s on the locator screen. While troubleshooting the rep saw a 'no device found' message while trying to communicate with the tablet. The rep performed the 'disable device process' and then 're-enabled' the ins. The issue was resolved and the patient was able to get to the normal charging screen. The ins was showing 50% charge and was charging normally. By the end of the call the ins was at 60%. No further complications were reported. On 2017-11-17 crts 3635999 x2 (con): additional information received from the rep reported that they were to meet with the patient sometime during the week on 2017-11-20 for a routine check. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s session report was received on 2017-nov-28. Since their last session on (B)(6)2017 the patient had their stimulation on 53% of the time. Within their last 10 recharging sessions, their average recharging was fair with the average duration being 3 minutes and average interval being 21 days. The patient had group a active with a 99.58% usage. At the start of the session the intensity was 5.9 ma, with a pulse width of 310 microseconds, at a rate of 60 hertz. At the end of the session the intensity was 7.0 ma, with a pulse width of 470 microseconds, at a rate of 75 hertz. The patient had group b active with a 0.42% usage. At the start of the session the intensity was 6.8 ma, with a pulse width of 300 microseconds, at a rate of 60 hertz. At the end of the session the intensity was 7.2 ma, with a pulse width of 300 microseconds, at a rate of 75 hertz. All impedance combinations had an ¿ok¿ status. No further complications were reported/are anticipated.

Manufacturer narrative:
Patient code (B)(6) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2017. It was reported that on the day of the report, the family member was working with the controller and getting screens that told them to reposition the charger and move the controller closer to the body. They had tried moving the controller to the side of the patient and tried again, but it wasn¿t working. The family member of the patient thought that the codes seen in the lower right-hand corner of the screen had been (B)(6) (unlock screen) and maybe (B)(6) (position recharger screen). There were no patient symptoms or complications reported. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2017. It was reported that the cause of the recharger¿s inability to get past the locator screen was not determined. After troubleshooting and unpairing and re-pairing the device, the problem was resolved. There were no further complications reported.